Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced an increase in lactate dehydrogenase (ldh) followed by cola colored urine. A decision was made to exchange the lvad pump with another lvad pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a specific cause for the reported hemolysis could not be confirmed. The patient was later transplanted on (B)(6) 2013. Hemolysis and device thrombosis are listed as adverse events that may be associated with the use of the left ventricular assist system and the device¿s approved labeling outlines indications of pump thrombosis as well as how to respond to such events. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
No power elevations or elevations in haptoglobin/ plasma hemoglobin were noted. The patient had a pump exchange on (B)(6) 2013; however, the pump was not returned for evaluation.